Event description:
It was reported that the user experienced a low blood glucose event after lunch while using the ilet bionic pancreas; she ate approximately half her usual carbohydrate amount, announced less than her typical meal, and her blood glucose trended into the high 60s without symptoms before the pump alarmed. Symptoms included an asymptomatic hypoglycemic reading below 70 mg/dl. Outcomes included prompt recovery to target range after treatment with approximately 2 oz of oral juice, with no hospitalization. Investigation included complaint intake, user troubleshooting, and education on hypoglycemia management. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with hypoglycemia of unclear cause given reduced carbohydrate intake and standard meal announcement practices. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.